Event description:
It was reported that during a superion indirect decompression system implant procedure, a small part of the top of the implant detached. This caused the implant to not open. It was noted that there was thick bone which caused resistance, and that the physician did not use excessive force during the procedure.

Manufacturer narrative:
Model 101-9812, lot 28545960: the returned device was analyzed, and revealed that the spindle cap was partially sheared off from the implant body, and was deformed. The damage to the implant was sufficient to prevent functional testing. The damage to the implant indicates failure was likely due to deployment against resistance (e.g., bone) and-or manipulation of the position of the device by gear shifting of the inserter. A labelling review was performed and it did not reveal any anomalies. Additionally, device breakage can occur when used with forced deployment and is noted within the instruction for use as a potential complication associated with the use of the device. Based on all available information, engineers concluded that the reported damage was due to unintended use error caused or contributed to event.

Event description:
It was reported that during a superion indirect decompression system implant procedure, a small part of the top of the implant detached. This caused the implant to not open. It was noted that there was thick bone which caused resistance, and that the physician did not use excessive force during the procedure.